Manufacturer narrative:
Device was returned and evaluated. The results of the evaluation are as follows: the device fall off could not be confirmed. This cannot be evaluated during the investigation process. Therefore, no root cause could be determined as the complaint could not be confirmed.

Event description:
Patient stated the v'go she applied earlier today fell off after she sweated.